Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed delamination on the lid. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported via sales representative "trays sticking together". Affected side is unknown. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "trays sticking together."

Event description:
Healthcare professional reported via sales representative "trays sticking together." Affected side is unknown. The status of the device is unknown.